Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported during the load fill tubing sequence, no insulin drip was seen with multiple infusion sets. A supply change was performed each time, resolving the issue. Customer's blood glucose level ranged from 200-300 mg/dl.